Event description:
It was reported that 1 bd pen ndl 31ga 8mm cannula broke off. The following information was provided by the initial reporter : the consumer reported that 1 pen needle bent while injecting and when removed the pen needle from site tried to straighten the needle which then broke. Date of event : (B)(6) 2021. Samples status : awaiting sample.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 31ga 8mm cannula broke off. The following information was provided by the initial reporter : the consumer reported that 1 pen needle bent while injecting and when removed the pen needle from site tried to straighten the needle which then broke. Date of event : (B)(6) 2021. Samples status : awaiting sample.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/13/2021. H.6. Investigation: customer returned a single used pen needle with no readily available means of identification. The cannula¿s patient side had been completely broken off. There is no indication that the cannula was trimmed based on its condition. Enough stresses on the needle may have been enough to bend and break the needle off. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause of the needle bending and breaking cannot immediately be determined from the sample and information provided. A potential cause may be forces accidentally applied along the length of the needle causing it to bend. In addition to the material fatigue of the initial bend, forces applied directly to the needle in an attempt to bend it back into place may have been high enough to result in the needle fracturing at its base. H3 other text : see h.10.

Event description:
It was reported that 1 bd pen ndl 31ga 8mm cannula broke off. The following information was provided by the initial reporter : the consumer reported that 1 pen needle bent while injecting and when removed the pen needle from site tried to straighten the needle which then broke. Date of event : 07/10/2021. Samples status : awaiting sample.